Event description:
Following a femoral angiogram, an angio-seal device was deployed in the pt's right leg without reported difficulties. One hour post deployment, the pt complained of severe leg pain and numbness. The pt was taken to the cardiac cath lab where an occlusion of the common femoral artery was noted. The pt was taken to surgery for removal of the angio-seal device and bypass of the artery. The cardiologist reported that "the collagen was on top of the arteriotomy", indicating correct placement of the device. The pt remains on a ventilator, in poor condition. Pt has developed lung problems and has experienced various complications. The pt has a history of long term smoking with underlying heart disease. No add'l info is available at this time.